Event description:
During a coil embolization of a pcom aneurysm, a one to one relationship between the coil and the delivery wire was lost and the coil could not be advanced or retrieved. During additional attempts to remove the device, the coil stretched, unraveled and detached. Attempts were made to retrieve the coil with alligator retrieval devices (4mm and 5mm), but the attempts failed, and the unraveled coil was left in the place by deploying a 4.5x60cm expert biliary stent. It was reported that there was some resistance between the coil and the prowler select lpes microcatheter (mc) that the physician indicated could be caused by the lost of lubricity of the microcatheter. The bi-lobed aneurysm measured 13x7.5x9mm. A constant flush was maintained and readjusted at all times during the procedure. During the procedure, the coil was not utilized like a guidewire. Due to the event, the aneurysm could not be completely obliterated. The patient will be treated in two months.

Manufacturer narrative:
The product was received, but the analysis is pending. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00028.